Event description:
It was reported that dosing from the ilet pump stopped when the continuous glucose monitor lost signal, after which the patient administered an external insulin injection without disconnecting or pausing the pump and then entered a manual blood glucose value that resumed automated dosing. Symptoms included hyperglycemia. Outcomes included no hospitalization and no long-term impairment. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error related to off-pump dosing while the system remained connected, with subsequent automated dosing upon manual glucose entry; the device and associated components operated as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.